Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 342-451 mg/dl. An infusion set change was performed and a correction bolus was delivered to address bg. Customer alleged pump was not delivering insulin as the cause of bg. A system check was performed and the pump performed as intended. After the system check, the customer continued to allege an unspecified pump issue was causing elevated bgs. Reportedly, the customer reverted to alternate insulin therapy.